Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16723. It was reported that inappropriate shock due to the right ventricular (rv) lead and right atrial (ra) lead dislodgement were observed. The rv lead was explanted and replaced, and more slack was added to the ra lead. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction -therapy date is (B)(6) 2019 not (B)(6) 2019.

Event description:
Related manufacturer reference number: 2938836-2019-17252.

Event description:
New information received notes that the patient experienced syncope and collapse due to unknown causes. Dislodgement and oversensing were observed on the rv lead. The dislodgement resulted in double counting and inappropriate therapy.